Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the audio bolus button cover is fully intact and fully responsive to presses. Unable to duplicate the complaint. Removed button cover; no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.